Event description:
It was reported that the infusion set was leaking at the headset and the self-adhesive was wet with insulin. .

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer discarded the products.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer discarded the products.

Event description:
It was reported that the infusion set was leaking at the headset and the self-adhesive was wet with insulin. .